Event description:
It was reported that during repositioning of an embolization coil through a microcatheter, the coil stretched to the aortic arch. The coil was fixed to the parent artery using two stents. No harm was reported.

Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformance's were observed.